Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down arrow button was intermittently unresponsive. The patient reported no damage to the keypad but the symbols were worn. The patient denied moisture to the pump. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/07/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the down and contrast button contacts. Unrelated to the complaint, the pump booted to the verify screen with a faded and discolored display; the display screen was removed and replaced with a test screen and the display returned to normal. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.